Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The screw that holds the mast to base was as tight as the dealer can get it, there was still a lot of play.